Event description:
Event description guidant received information that this bi-ventricualr pacemaker exhibited an elective replacement indicator (eri) sooner than expected. The device was then removed and successfully replaced.